Manufacturer narrative:
The replaced data acquisition (da) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil). A pil technician (tech) installed the da pcba into the pil test device and functional analysis was performed. The device pressure accuracy testing was passed and the pil tech could not duplicate the alleged proximal pressure sensor auto zero failed alarm communicated during service of the device. The returned da pcba operated without producing any alarm. It has been determined that no fault is found with the returned da pcba.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor auto zero failed alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The field service engineer (fse) observed the device produce a proximal pressure sensor auto zero failed alarm while evaluating the device. The fse confirmed the alarm was in the device diagnostic report (drpt) and then replaced the data acquisition (da) printed circuit board assembly (pcba) and two solenoid valves. Following the parts replacement, the device passed a performance verification test (pvt) and was ran for 20 minutes without the proximal pressure sensor auto zero failed alarm being reproduced. The device was returned to use following the resolution of the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.